Manufacturer narrative:
This report is submitted on august 24, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced poor performance and subsequently underwent revision surgery under mac anesthetic to exchange the abutment for a larger one.